Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device could not complete a supply change because the pump was unable to rewind, and a replacement was provided while the user¿s blood glucose remained stable and backup therapy was available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.